Event description:
Additional information was reported by the healthcare professional. The cause of the motor stall had not been determined. It was also reported that morphine was in the pump.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional regarding the patient participating in clinical study whose pump was used to deliver dilaudid (2.0 mg/ml at 0.7507 mg/day) and bupivacaine (30 mg/ml at 11.260 mg/day). On (B)(6) 2015, the dose was increased 30% to infuse 1.0009 mg/day of dilaudid and 15.014 mg/day of bupivacaine. The indication for use was malignant pain and cancer pain. It was reported that the pump motor had stalled and recovered on (B)(6) 2015. The motor stall recovered on (B)(6) 2015 at 18:53. The date of test was indicated as (B)(6) 2015. No patient symptoms were reported and it was noted that the patient did not have an MRI. The patient did report an MRI on (B)(6) 2015, but not on (B)(6) 2015. No interventions were taken and the event resolved without sequelae on (B)(6) 2015. The etiology was indicated as related to the device or therapy, and not related to the implant procedure. Further follow up was done to determine the cause of the motor stall. If additional information is received,a follow-up report will be sent.